Manufacturer narrative:
Device evaluation by manufacturer: initial examination of the returned device noted that it was deflated. There was blood present inside the deflated balloon. An attempt to inflate the balloon failed due to a pinhole leak located at approximately 13mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using a right external iliac approach, the procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous left external iliac artery. After deployment of a wallstent rp, a 4.0x40mm mustang balloon was used for post dilation and ruptured at 10 atms on the 3rd inflation. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using a right external iliac approach, the procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous left external iliac artery. After deployment of a wallstent rp, a 4.0x40mm mustang balloon was used for post dilation and ruptured at 10 atms on the 3rd inflation. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).